Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-140mg/dl fasting. Verified test strips expire 10/24/2016. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 408mg/dl and 266mg/dl. Reviewed meter memory (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this device malfunction was determined to be a combination of poor user technique and inaccurate user reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-140mg/dl fasting. Verified test strips expire 10/24/2016. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 408mg/dl and 266mg/dl. Reviewed meter memory: (B)(6). No adverse event reported.